Manufacturer narrative:
The insulin pump was received with no button response at act button due to unlocked connector on lcd board. The pump was received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cracks near by battery compartment. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.